Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10 mm x 2.75 mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon did not identify damage the balloon. No issues identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Microscopic examination of the balloon identified pinhole at 1mm proximal of the proximal blade during inflation attempt. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No kinks or damages noted with the polymer shaft. No damage noted to distal tip. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation unit, an attempt was made to inflate the device however, it failed to inflate. The device was then soaked in the water bath at 37 celsius (c), to allow for the matter inside to soften/breakdown. Another attempt was then made to inflate the balloon to 12 atmospheres (atm) as per, wolverine instructions for use (IFU), 51328366, using an encore inflation aid and a pinhole was identified 1mm proximal of the proximal blade. The device failed to inflate fully due to a pinhole in the balloon material. The encore inflation device was verified before and after the procedure using a druck gauge.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery. A 10mmx2.75mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon initial inflation. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No patient injury was reported and the patient was in good condition after the procedure.